Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in left eye 13 days post operation. Then, in (B)(6) 2013 they reported to abbott that flap was lifted and rinsed. Account reported there was no loss of best corrected visual acuity (bcva).

Manufacturer narrative:
Date of event - (B)(6) 2013. Device available for evaluation - yes. Health professional - yes. Occupation - physician. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.